Manufacturer narrative:
Customer was reviewed the steps on how to do a visual comparison and the proper technique to place multistix on test table of instrument. Customer declined on giving further information for this complaint. Instrument is fully operational.

Event description:
Customer reported for one patient false negative on blood (blo) and leukocytes (leu). There was no report of injury for this event.